Manufacturer narrative:
No patient involvement was reported. Date of event is unknown. Additional device product code used dzj. (B)(4). Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a gear for a 90 degree screwdriver was found broken in evaluation set 01.505.002e during inspection of the set upon receipt by the sales consultant. No patient involvement was reported. The set was not in use by the facility. This report is for one (1) gear for screwdriver 90 degree.. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The returned device was found to be missing the tan plastic spacer on one end of the gear. There were no fragments missing from the device aside from the missing sub-component. The device has some surface wear and scratches which do not impact functionality. The lot number of the device is unknown therefore a DHR review was unable to be completed. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable, as the sub-component is already missing. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The component was likely lost while the gear was out of the screwdriver for sterile processing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.